Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its inner components actuated as expected. Additionally, there were no non-conformances issued for this lot, and the user reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly. A review of the complaint history of the reported lot did not indicate a manufacturing issue. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that there was leaflet flail in the posterior leaflet (p2), and evidence of chordal rupture and leaflet prolapse in the anterior leaflet (a2). Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the challenging anatomy was likely contributory to the detachment of the clip from the anterior leaflet. In this case, the cause for the increase in mr was likely due to the reported clip detachment from the anterior leaflet/incomplete coaptation. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, one implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the challenging anatomy was likely contributory to the detachment of the clip from the anterior leaflet. There does not appear to be any evidence of a product quality deficiency associated with this device. In this case, the cause for the increase in mr was likely due to the reported clip detachment from the anterior leaflet/incomplete coaptation. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its inner components actuated as expected. Additionally, no non-conformances were issued to the reported lot, and the user reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly. A review of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication that the manufacture of the device contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) occurred with the second clip implanted, and required an additional clip for treatment. This is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. There was a leaflet flail in the posterior leaflet (p2), evidence of chordal rupture, and leaflet prolapse in the anterior leaflet (a2). One clip was implanted and the mr was reduced to 3+. A second clip was then intended to be implanted lateral to the first, to reduce the mr. While in the left atrium, the clip arms were oriented perpendicular to the line of coaptation and the grippers were raised. The clip was advanced into the left ventricle and positioned at a location to reduce mr. Two grasping attempts were performed and there was satisfactory coaptation and insertion of the leaflets, with leaflet immobilization and a double orifice valve; therefore,the clip was deployed and the mr was reduced to <1. After deployment, the mr increased to 3+. It was noted that the clip had detached from the anterior leaflet, and remained on the posterior leaflet (single leaflet device attachment/slda). The physician decided to place a third clip between the previous ones to stabilize the valve and reduce mr. The post-procedural mr severity was 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.